Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the customer changed the supplies and resumed insulin delivery. Blood glucose level was 440 mg/dl.